Event description:
This xi robotic vessel sealer extend is being sent back to intuitive for reimbursement with the complaint "blade may be exposed". This occurred during a case with no harm to the patient. FDA safety report ID # (B)(4).